Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the occlude to successfully pass calibration. The occluder was opened and closed 10 times and there was no occasions of it losing calibration. When fully occluded no water passed through the tubing.

Manufacturer narrative:
During testing the fsr found that the occluder head was causing the occluder module to reset, and lose calibration. He replaced the occluder head. The unit operated to the manufacturer's specifications. The suspect device was sent back to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the occluder head was losing calibration. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) was unable to duplicate the reported issue. The occluder head was observed to function properly throughout the evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.